Event description:
Information received from the field notes that the patient was admitted to the hospital for knee surgery. The device was rep rogrammed to the bipolar mode. Post surgery interrogation led the nurse to believe that the devicee was pacing and sensing unipolar. The device was reprogrammed to bipolar which resulted in no output. Emergency repro- gramming returned the pacemaker to normal function. Electro- magnetic interference may have temporarily inhibited pacing.